Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl and 165 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Sensor value from reported event was 90 mg/dl and 135 mg/dl. Customer was clarify if auto mode was in use at the time of the incident but they was only able to leave a voicemail. The insulin pump will not be returned for analysis.